Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was noted on a stored egm. The device was post-paced t-wave oversensing on the ventricular channel. Patient is stable. Programming changes were suggested but have not been made as the patient have not returned for follow-up. Device remains implanted.